Manufacturer narrative:
The company rep examined the system and replaced the fluidic's module to correct the issue. The system was then tested and met all product specifications. The fluidics module is expected to return for in-house testing. A root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during a surgery, a system message was displayed. The system was exchanged causing a 5-10 min delay. The surgery was completed and no negative impact to the pt was reported.